Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The young patient reported problems in hearing since an accident falling.

Manufacturer narrative:
(B)(4) . The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The young pt reported problems in hearing since a falling accident.

Manufacturer narrative:
Additional information: according to the currently available information, it appears the problems with the active electrode are most likely broken wires due to an accident. To determine an exact root cause a device investigation at the explanted device is necessary. No date for re-implantation has been scheduled yet.

Event description:
The young patient reported problems in hearing since a falling accident. No information with regards a potential date for surgery has been received.